Event description:
It was reported that during surgery the device exhibited low pressure accompanied by a leaking sound. The hose was confirmed to be where the leaking was coming form. No patient impact was noted. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). The device will be returned for analysis and full investigation will be performed. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.